Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, opened the compressor, cleaned the water traps and the compressor and ventilator worked properly.

Event description:
It was reported that during set up a ventilator compressor was not working, the air pressure was not maintained and the ventilator generated an air loss alarm. The medtronic compressor was the ventilators primary gas source. There was no patient involvement.